Event description:
Related manufacturer reference number: 2017865-2023-19570. It was reported a patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead presented with non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing (pptwos). Programming changes were made to restore normal parameters. There were no patient consequences.